Event description:
It was reported that the catheter broke in half. A direxion hi-flo fathom-16 system was selected for use. During the procedure, it was noted that the catheter came apart and broke in half. The procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure.

Event description:
It was reported that the catheter broke in half. A direxion hi-flo fathom-16 system was selected for use. During the procedure, it was noted that the catheter came apart and broke in half. The procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified lower leg. The device was pulled out and was completely removed from the patient's body. The catheter was no longer intact during removal. The patient was doing well post procedure.